Manufacturer narrative:
Follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the reported unresponsiveness of the keypad: all keys are responsive to user input . The keypad was fully intact was removed for investigation; there was visible contamination under all the key contacts. Unrelated to this, the pump booted with pinkish display screen: the pump booted to normal contrast when a replacement screen was used. Observed the piston cap is missing in the cartridge compartment.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that ok keypad button was intermittently unresponsive. The reporter denied trauma to the pump and denied tears or peeling of the keypad. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.